Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B) (4) - failure (event) observed during analysis. Final analysis found that telemetry was lost when the battery voltage was reduced to 2.5 v or less, due to a defective integrated circuit.